Event description:
A zoll distributor reported battery charger/modem (B)(4) indicating that the battery charger/modem was resetting.

Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the charger/modem was resetting. Upon eval, the charger exhibited a failure at u102 and u105 on ca board (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (B)(4) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. No adverse event resulted from the defective battery charger/modem.